Manufacturer narrative:
Veeva case: (B)(4).

Event description:
The patient was hospitalized for pneumonia [pneumonia] cough after use [cough] case description: on (B)(6) 2024 a spontaneous case was reported in japan by a consumer or other non-health professional. The report concerns a female patient. The patient received new poligrip (carna+polma cream) for other. No concomitant medications were reported. The patient is using new poligrip green cream. On an unknown date, after an unknown time of starting new poligrip, the patient experienced a non-serious cough after use (preferred term: cough). The outcome of the event cough after use was resolved. On an unknown date, after an unknown time of starting new poligrip, the patient was hospitalized due to the patient was hospitalized for pneumonia (preferred term: pneumonia). The outcome of the event the patient was hospitalized for pneumonia was resolved. No medical history was reported. No drug history was reported. No lab data was reported. The reporter provided the following comment: "the doctor said that it wasn't a cold and that the direct cause was unknown.". The action taken: for new poligrip was unknown. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.